Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been provided by the user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be submitted when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): air in tube / missing alarm.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. No abnormalities were assessed. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For the testing of the air-sensor a water filled infusomat tubing was inserted into the device. All externally injected air bubbles have been detected correctly by the sensor. For further investigation the device was disassembled. No damages inside were found. The pump operated as intended and the reported failure could not be reproduced